Event description:
It was reported that during a da vinci assisted right hemicolectomy surgical procedure, user informed the technical support engineer (tse) that an integrated electrosurgical unit (iesu) ground pad recognition issue had occurred. Before contacting tse, the user had replaced the generator with a third party generator in order to continue the procedure, and the same ground pad had been recognized by the replacement unit. The user continued with the procedure as planned with no further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosugrical unit (iesu) to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue could not be confirmed in system logs. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. System logs showed errors m 02 and c 84. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to an electrical component failure in the iesu.